Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed during priming for peritoneal dialysis therapy. The patient was not connected at the time of the event. Renal therapy services (rts) assisted the patient in starting over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation without pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and pull tests were performed with no issues noted. The device was functionally tested on an in-lab machine with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.